Manufacturer narrative:
Investigation: 20 representative samples in closed packaging were returned for investigation. Representative samples. The samples were subjected to visual inspection. Cannula pierced through catheter was observed on sample #2. No abnormalities was observed on the rest of the returned samples. Cannula pierced through catheter of sample #2. The nonconformance sample was challenged at the automated vision inspection system. The system was able to reject the nonconformance and the sample was sent into the reject bin. The representative samples were subjected to cannula and catheter penetration test. The results showed that all returned samples have passed the penetration test. Cannula pierced through catheter was observed on sample #2. No abnormalities was observed on the rest of the returned samples. The nonconformance could have occurred during assembly of catheter and cannula. However, there is an automated vision inspection machine, which can detect and reject product with cannula pierced through catheter in the assembly process. Hence, the root cause of the nonconformance could not be determined. The trend of this nonconformance will be monitored. There is an automated vision inspection machine, which can detect and reject product with cannula pierced through catheter in the assembly process. DHR review: device history record of packaged needle batch 7038127, catalogue number 381223 and its assembled needle batches 6354468 and 7120336. Part number yf01223sgt was reviewed. No quality notification was raised for similar nonconformance during the production of this batch.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the cannula was broken and split on a 22 g x 1.00 in. Bd insyte¿ peripheral venous catheter during use. No injury or medical intervention.